Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Investigation summary: the photo was returned to depuy synthese for evaluation. The depuy synthese team conducted a visual inspection of the returned device from attachment (source file - fw format de novedad collective 389619 of590516). Visual analysis of the photo revealed that the scrdriver shaft 1.3/1.5 self-holding was twisted and heavily bent from the stardrive tip. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthese quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the scrdriver shaft 1.3/1.5 self-holding. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history (lot): part: 03.130.010 lot no : 286p794 release to warehouse date: (B)(6) 2022 manufacturing site: werk selzach supplier: synthese USA hq, inc. A manufacturing record evaluation was performed for the finished article lot and no non-conformance's were identified. Note: DHR information was retrieved from pi-(B)(6) as it is the same lot number and lot number name. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthese reports an event in colombia as follows: it was reported that on (B)(6) 2023, during the surgery it was noticed the edges of the screw were bent and does not fulfill its function of taking the screw. This report is for one (1) stardrive scrwdrvr shift/ 50mm/self-retaining/hxc. This is report 1 of 1 for complaint (B)(4).